Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully with a closure device being implanted in the laa of the patient. There were no reported patient complications that occurred. The patient came in for their 45 day follow up procedure and it was noted that the closure device had embolized. The patient was scheduled to have the device removed the next day. The closure device was successfully snared out of the abdominal aorta of the patient. The patient did not have any complications from this event or during the removal of the device.